Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient occlusion event and went to an emergency room (ER) (B)(6) 2025 due to hyperglycemia. The insertion site was abdomen. The blood glucose level was 606 mg/dl and the patient got treated with correction bolus via pump, intravenous (IV) and fluids of saline and insulin. Patient was found positive for ketones. The patient stayed in emergency room (ER) over the night. The patient stayed in emergency room ER for three hours and released on (B)(6) 2025. No further information available.